Event description:
Information received by medtronic indicated that the insulin pump was cracked. Customer had received change sensor alerts. No harm requiring medical intervention was reported. The device will not be returned for analysis.

Manufacturer narrative:
(B)(4). Customer returned pump for alleged high blood glucose event and unexpected sensor errors (change sensor alert) found on (B)(6) 2021. The pump passed the sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat test at .08825 inches however, the pump alarmed pump error 63 during the self test. Successfully downloaded the trace and history files using thus. The pump was programmed with a test guardian 3 link transmitter and a test plug. The pump communicated properly with the transmitter and test plug. The pump calibrated to the programmed test values properly and displayed correctly on the display graph. The pump was monitored for 24 hours with no loss of communication with the transmitter, lost sensor signal, change sensor alert, or other unexpected sensor errors occurred. Pump error alarm (variable 3) is confirmed in the downloaded history file due to broken pin 1 (vdd) trace at u1 on the keypad assembly. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during physical inspection: scratched case and pillowing keypad overlay. High blood glucose anomaly and unexpected sensor errors (change sensor alert) are not confirmed. Pump error alarm is confirmed due to broken pin 1 (vdd) trace at u1 on the keypad assembly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.